Manufacturer narrative:
.

Event description:
It was reported that the patient showed unspecified underinfusion symptoms. At pump refill the reservoir was found to be completely full. The pump was not infusing. The pump was explanted and replaced. The patient was reported to be "well".